Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition), for a duration of 24 hours, and the delivery was provided. It was reported that 22 hours after the delivery was started, the delivery was complete. The device was removed from clinical service. There were no reported adverse pt effects. No medical intervention were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.